Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent spikes in the pacing impedances, on the patient's non-boston scientific right ventricular (rv) lead. The impedances increased from 600 ohms to 1300 ohms. Boston scientific technical services (ts) recommended troubleshooting options, and discussed it was likely a spring contact issue. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD system was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection.